Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) intermittent issue. It was reported that the tactile changes involve the up, down and ok buttons. This issue was observed several months ago and has become progressively worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
On examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated intermittent unresponsiveness and required excessive force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.